Event description:
Customer reported testing with freestyle meter on two separate occasions and received a reading of "hi" (<500mg/dl). Customer reported losing consciousness the spouse assisted customer and on the second occasion, the paramedics were called and the customer was treated intravenously with glucose and given two injections of glucagon.